Event description:
The customer reported the system intermittently displayed whited out images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. An inspection of the system could not be completed considering the system was in use. No additional info has been disclosed.